Event description:
The customer reported that the system would not produce fluoroscopic x-ray and would display a low ma error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the lemo receptacle and the snubber printed circuit board and performed a generator calibration and a tube arc test as well as calibrated the monitors. The system was tested and found to be working as intended and put back in svc.